Manufacturer narrative:
The pump was returned to animas for evaluation. Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. The 'up' and 'contrast' button contacts were found to be misaligned. The 'up/down/ok' and 'contrast' buttons became inverted when pressed and do not always spring back. The contrast button does not affect insulin delivery.

Event description:
It was reported that the buttons are sticking and not responding to press at times. The buttons do not feel normal or click correctly. Multiple presses required. It was reported, there is no water use and consumer does not clean with anything.